Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a hematoma at the implantable pulse generator (ipg) implant site. The patient reported "pinkish clear" drainage seeping from the implant site. The patient was prophylactically treated with an oral antibiotic. The ipg remains implanted and in use. The patient is a participant in the wrap-it clinical study. No patient complications have been reported as a result of this event.